Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Event description: as the surgeon was attaching and tightening the pelvic array to the 2 deg. Of freedom clamp, it was determined by the surgeon that the array was loose. Upon tightening it down, the screw dropped out of the locking mechanism. All parts were taken out on the table and there was no harm to the patient. Used the item we needed from another set of trays and finished case successfully. Please see attached pictures for broken pelvic array screw mechanism and lot/part codes. Case type: tha 5-10 minute delay.

Manufacturer narrative:
Reported event: as the surgeon was attaching and tightening the pelvic array to the 2 deg. Of freedom clamp, it was determined by the surgeon that the array was loose. Upon tightening it down, the screw dropped out of the locking mechanism. All parts were taken out on the table and there was no harm to the patient. Used the item we needed from another set of trays and finished case successfully. Please see attached pictures for broken pelvic array screw mechanism and lot/part codes. Case type: tha 5-10 minute delay. Product evaluation and results: visual inspection: visual inspection confirms missing components, 112232 dowel pin, 112315 array clamp adapter washer and 111462 wing screw array. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed was not completed as the visual inspection clearly shows the failure of the device. Product history review: review of the device history records indicate 20 devices were manufactured under lot no. 19080811 and accepted into final stock on 02/07/2013.a review of npr (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot #19080811 shows no additional complaints related to the failure in this investigation. Conclusions: alleged failure confirmed. Visual inspection found missing components. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Event description: as the surgeon was attaching and tightening the pelvic array to the 2 deg. Of freedom clamp, it was determined by the surgeon that the array was loose. Upon tightening it down, the screw dropped out of the locking mechanism. All parts were taken out on the table and there was no harm to the patient. Used the item we needed from another set of trays and finished case successfully. Please see attached pictures for broken pelvic array screw mechanism and lot/part codes. Case type: tha 5-10 minute delay.